Event description:
Boston scientific received information that the power cord for the communicator became hot to the touch. No patient injury was reported. A replacement communicator was shipped to the patient.

Manufacturer narrative:
The communicator was returned for analysis. The post market quality assurance laboratory confirmed the reported allegation. The communicator failed to power up with the returned power cord. The power cord did not become hot to the touch during analysis, however, the case on the power cord was observed to be melted.